Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer felt nauseaus and after checking the blood glucose level, the doctor was called. The doctor advised to go into the office. When customer arrived at the doctor's office, customer was transported to the hospital. Blood glucose value at the time of the admission was 778 mg/dl. Customer was still in the hospital intensive care unit and was being treated with insulin drip; customer stated they would be staying for about two more weeks. Customer was not wearing the insulin pump at the time of the hospitalization. Customer had been off the insulin pump since (B)(6) 2014 and had received a new insulin pump on (B)(6) 2014 but the doctor had not let her get back on insulin pump therapy yet.